Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the display went blank during a bolus. Customer inserted a new battery and received a battery out limit alarm. Customer was advised to insert another new battery and the device worked fine. Customer's blood glucose reading was 262 mg/dl. Customer reported that the device had cracks. Customer also reported that the insulin pump's active insulin settings were incorrect. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.

Manufacturer narrative:
The device passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. The device was monitored for 24 hours, no blank display noted. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube window, cracked reservoir tube, cracked display window and cracked case.